Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nm patients are not found on the pyxis server. A technical support specialist (tss) reviewed examples on care coordination engine (cce) and added nm patient location to the interface procedure to enable active directory (adt) messages to cross to es, following the same approach previously used for 'po'. All admits and updates will cross with nm as the designated nurse unit. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient was not crossing over to pyxis from ehr and nursing staff were unable to see the patients to pull medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient was not crossing over to pyxis from ehr and nursing staff were unable to see the patients to pull medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.